Event description:
Per the surgeon, the patient experienced skin overgrowth and an infection around the abutment. A skin revision using silver nitrate and the abutment was removed which was performed under a general anaesthetic on (B)(6) 2023. The infection was successfully treated with oral and IV antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on nov 27, 2023.